Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. The hcp called to request compatibility guidelines for an magnetic resonance imaging (MRI). It was not known if the MRI procedure was due to a problem with the device or therapy. The patient was told by the hcp that the "pump has not been working for some time". No further history known. There were no symptoms reported. No further information provided.